Event description:
It was reported the scs leads were not providing effective coverage and as such surgical intervention was undertaken where both the leads were explanted and replaced with a paddle lead. Post operatively, effective therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000065006 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.